Event description:
The recipient reportedly experienced device migration. Repositioning surgery was attempted, however, due to device damage during surgery, the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed torn silicone on the top and bottom covers, as well as a severed electrode. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. Due to the electrode condition an electrical test could not be performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information obtained reportedly indicates the recipient did not experience device migration, however, requested for the device to be repositioned. The initial report is corrected to december 14, 2020. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.